Event description:
No additional information reported.

Manufacturer narrative:
Visual inspection of the returned tasp confirmed the fracture and identified signs of repeated use. The fracture was consistent with tasp fractures previously analyzed, which identified that the common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was found fractured in pieces in sterile processing. No patient involvement. No additional information is known.